Event description:
It was reported that during a surgical procedure, the pump prematurely released the cuff pressure, allowing lanocane and blood to enter the surgical site. The procedure was completed successfully with no adverse consequences or delay. The pt did not require any additional treatment due to the medication or blood entering the surgical site.

Manufacturer narrative:
The pump has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.